Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed no evidence of an intermittent power event prior to the date of the complaint. The black box did show unexplained power on reset events after the date of the complaint. The pump powered up with the returned battery cap. The battery cap measured within specifications. The battery cap was unable to fully tighten. The pump was run for 24 hours with the returned battery cap. No reboots, call service alarms, or power losses occurred. The pump case was removed to find no evidence of moisture or loose components. The intermittent power complaint was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread area. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.